Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units, and remained static at a fill estimate of over 60 units. Then, after delivering 10.2 units of insulin, the insulin gauge displayed a fill estimate of 105 units. During the call with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 191 mg/dl, and insulin delivery was successfully resumed.